Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances rose from 90 ohms to greater than 200 ohms. All programming vectors yielded out of range impedance results. At this time, the crt-d and rv lead remain in service. A lead revision procedure is expected to take place, but has not yet been scheduled. Until then, the patient is wearing a life vest for protection. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the revision procedure occurred. The rv lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.